Manufacturer narrative:
The analysis of the lead demonstrated a damaged insulation and a fractured outer coil at some 28 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. The cuttings of the insulation occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after in implantation period of about 10 months, syncope was reported. No other adverse pt side effects have been reported. The device was explanted.